Manufacturer narrative:
See associated MDR for the secondary stent delivery system used during this procedure: 3031658894-2026-00013 this MDR is submitted retrospectively following an FDA inspection of inspiremd, inc. (Fei# 3032814119) concluded on (B)(6) 2026, during which a form FDA 483 was issued citing failure to submit mdrs within 30 calendar days, in accordance with 21 cfr part 803. Inspectional feedback also clarified expectations for initiating mdrs for adverse events, including device malfunctions. In parallel, inspiremd's recall identified a delivery system issue in the cguard® prime carotid stent system related to deployment resistance, which under certain conditions may result in failure to deploy or incomplete lesion coverage. The events described herein involve device malfunctions during procedures that were not previously reported within required timelines per internal operating procedures. In response, inspiremd conducted a retrospective review of complaints associated with deployment resistance. Events previously deemed non-reportable were reassessed using expanded reportability criteria communicated during the inspection and were determined to be reportable regardless of clinical outcome or confirmed causality. This report is submitted outside the 30-day timeframe due to identification of reportability following the inspection ((B)(6) 2026). This submission is part of corrective actions to address the observation, strengthen MDR processes, and enhance regulatory compliance. Device investigation: the device was not returned to inspiremd for investigation. A review of the poduction records confirmed the device met all manufacturing specifications, with no malfunction or nonconformance identified. The procedure was completed using a competitor stent, and no patient harm or adverse clinical outcome was reported. An investigation was initiated to identify the underlying failure mode(s) associated with delivery system deployment complications which may result in high resistance or inability to deploy the stent. A related product recall (recall no. Z-2330-2026) was initiated on may 01, 2026, affecting all 135 cm carotid stent systems. However, this event occurred prior to the initiation of the recall activities. All findings and resulting actions will be documented in accordance with established quality system procedures, and updates will be submitted as required.

Event description:
It was reported that during an elective transfemoral carotid intervention performed in a patient with a type ii tortuous aortic arch and a severely calcified ~95% stenotic lesion. Upon advancing of the first stent delivery system, the system failed to deploy. The delivery system was removed, and during handling outside the patient, the handle broke; subsequent manipulation of the nose cone resulted in stent deployment outside the patient. A second stent delivery system was introduced but exhibited the same failure to deploy and was removed without deployment. A third stent delivery system was then advanced and deployed successfully, completing the procedure. The physician reported the deployment lever initially felt normal but became stuck during attempted deployment. No patient injury or adverse clinical outcome was reported.